Manufacturer narrative:
No device investigation can be performed as the device in question was discarded. Root cause cannot be determined based on the information provided.

Event description:
Patient called to report that a door at a place of business slammed her on the left side of her abdomen where the v-g was placed. The v-go stayed attached, but that in the evening that area hurt and when she removed the v-go the area was red and she noticed the needle wasn't there. Patient went to urgent care the next day. Urgent care took an x-ray and could not see the needle but could see the needle with the naked eye. Urgent care tried to take the needle out, but could not. Patient was sent for an ultrasound which showed the needle was still there. Patient returned to urgent care and they still were not able to get the needle out. Patient then went to 2 emergency rooms and they would not touch it. Patient went back to urgent care and they took an ultrasound of the area. They could see the needle still there. Patient stated that her endocrinologist referred her to a specialist. Outpatient surgery was performed but could not remove the needle. Patient. States the needle fragment is still in the left side of her abdomen. Patient. Disposed of the vgo device in this report, so it is unavailable for technical review.